Event description:
It was reported that on (B)(6) 2009, three non-abbott stents were implanted in the right coronary artery. Post dilatation was performed and blood flow was timi 3. On (B)(6) 2009, the patient experienced chest pain. On (B)(6) 2009, percutaneous coronary intervention was performed. Two non-abbott stents were implanted in the left anterior descending artery, and two pixel stents (2.25 x 13 and 2.25 x 8) were implanted in the left anterior descending artery. Post dilatation was performed and blood flow was timi 3. On (B)(6) 2009, the patient was taken to a different hospital and died. The cause of death is unknown. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: endeavor (2); pixel 2.25x13. The pixel stent will be filed under a separate medwatch MFR number. There was no reported product deficiency. The reported patient effect of death, as listed in the rx pixel instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.